Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing an audible tone and that the right ventricular (rv) lead had dislodged. A follow up with the patient¿s healthcare provider confirmed the dislodgement. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.